Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain"), tachycardia paroxysmal ("poroxysmal") and atrial fibrillation ("atrial fibrillation") in an adult female patient who had essure (batch no. A22177) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included contraceptives nos. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"), fatigue ("fatigue, feeling of severe exhaustion") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition - others"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and abdominal distension ("swollen stomach"). In 2014, the patient experienced the first episode of feeling abnormal ("brain fog"), disturbance in attention ("inability to focus") and memory impairment ("memory lapses"). In 2015, the patient experienced acne cystic ("cystic acne") and weight decreased ("weight loss"). In 2016, the patient experienced migraine ("migraines"), headache ("headaches"), dizziness ("dizzy spells"), nausea ("nausea") and the second episode of feeling abnormal ("pregnancy symptoms"). In (B)(6) 2016, the patient experienced dyspnoea exertional ("dyspnea on exertion"). On an unknown date, the patient experienced tachycardia paroxysmal (seriousness criterion medically significant), chest pain ("precardial pain"), atrial fibrillation (seriousness criterion medically significant), food intolerance ("food intolerance"), gluten sensitivity ("gluten sensitivity"), rash ("rash that comes and goes on my chest and belly") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension and fatigue had resolved, the allergy to metals, atrial fibrillation, dysmenorrhoea, migraine, headache, dizziness, nausea, disturbance in attention, memory impairment, weight decreased, hormone level abnormal and the last episode of feeling abnormal outcome was unknown, the tachycardia paroxysmal, chest pain, dyspnoea exertional, food intolerance, gluten sensitivity and gastrointestinal disorder had not resolved and the alopecia, rash and acne cystic was resolving. The reporter considered abdominal distension, acne cystic, allergy to metals, alopecia, atrial fibrillation, chest pain, disturbance in attention, dizziness, dysmenorrhoea, dyspnoea exertional, fatigue, food intolerance, gastrointestinal disorder, gluten sensitivity, headache, hormone level abnormal, memory impairment, migraine, nausea, pelvic pain, rash, tachycardia paroxysmal, weight decreased, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New reporters added. Patient demographic information and patient relevant history added. Concomitant drug added. Essure removal date, indication (permanent birth control by bilateral occlusion of the fallopian tubes) and lot number added. Events nickel allergy, paroxysmal, atrial fibrillation, precardial pain, dyspnea on exertion), dysmenorrhea, swollen stomach, fatigue, food intolerance, gluten sensitivity, gastrointestinal or digestive system condition ¿ others, hair loss, migraine, headaches, dizzy spells, nausea, brain fog, inability to focus, memory lapses (2014), severe and persistent pelvic pain, rash that comes and goes on my chest and belly, cystic acne, weight loss, hormonal changes and pregnancy symptoms added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain') and back pain ('back pain') in an adult female patient who had essure (batch no. A22177) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic rhinitis and paroxysmal atrial fibrillation. Concurrent conditions included body mass index normal. Concomitant products included amylase;betaine;bromelains;papain (enzyme digest) from 2015 to 2016 and contraceptives. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy/ allergic or hypersensitivity reactions - nickel allergy"), fatigue ("fatigue, feeling of severe exhaustion") and alopecia ("hair loss/ extreme hair loss"). In (B)(6) 2013, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition - others"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and abdominal distension ("swollen stomach"). In 2014, the patient experienced foggy feeling in head ("brain fog/ cognitive issues"), disturbance in attention ("inability to focus/ cognitive issues") and memory impairment ("memory lapses/ cognitive issues"). In 2015, the patient experienced acne cystic ("cystic acne/ cystic acne on my face") and was found to have weight decreased ("weight loss"). In 2016, the patient experienced migraine ("migraines/ migraines/headaches with dizzy spells"), headache ("headaches"), dizziness ("dizzy spells"), nausea ("nausea") and feeling abnormal ("pregnancy symptoms"). In (B)(6) 2016, the patient experienced dyspnoea exertional ("dyspnea on exertion"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), tachycardia paroxysmal ("paroxysmal/ blood or heart disorder/condition - type: paroxysmal"), chest pain ("precardial pain"), atrial fibrillation ("atrial fibrillation"), food intolerance ("food intolerance"), gluten sensitivity ("gluten sensitivity/gluten allergy "), rash ("rash that comes and goes on my chest and belly/ body rashes"), autoimmune disorder ("auto-immune disorder because of the coils"), dyspepsia ("digestion problem"), ingrown hair ("hair on chin") and arthralgia ("hip & joint pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, fatigue and foggy feeling in head had resolved, the back pain, allergy to metals, atrial fibrillation, dysmenorrhoea, migraine, headache, dizziness, nausea, disturbance in attention, memory impairment, weight decreased, hormone level abnormal, feeling abnormal, autoimmune disorder, dyspepsia and arthralgia outcome was unknown, the tachycardia paroxysmal, chest pain, dyspnoea exertional, food intolerance, gluten sensitivity and gastrointestinal disorder had not resolved and the alopecia, rash and acne cystic was resolving. The reporter considered abdominal distension, acne cystic, allergy to metals, alopecia, arthralgia, atrial fibrillation, autoimmune disorder, back pain, chest pain, disturbance in attention, dizziness, dysmenorrhoea, dyspepsia, dyspnoea exertional, fatigue, foggy feeling in head, food intolerance, gastrointestinal disorder, gluten sensitivity, headache, hormone level abnormal, ingrown hair, memory impairment, migraine, nausea, pelvic pain, rash, tachycardia paroxysmal, weight decreased and feeling abnormal to be related to essure. The reporter commented: discrepancy noted in removal date- (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Allergy test - on an unknown date: allergy test came positive for nickel allergy. Hysterosalpingogram - on (B)(6) 2013: results: fallopian tubes were occluded. Concerning the injuries reported in this case, the following were reported via social media: autoimmune disease. Amendment: the report was amended for the following reason: this is a retention case. All the information including new event digestion impaired, ingrown hair on chin, joint pain, back pain, source document, lab data, reporter and references from deletion case 2019-231359 has been transferred to this case. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain') and back pain ('back pain') in an adult female patient who had essure (batch no. A22177) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic rhinitis and paroxysmal atrial fibrillation. Concurrent conditions included body mass index normal. Concomitant products included amylase;betaine;bromelains;papain (enzyme digest) from 2015 to 2016 and contraceptives. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy/ allergic or hypersensitivity reactions - nickel allergy"), fatigue ("fatigue, feeling of severe exhaustion") and alopecia ("hair loss/ extreme hair loss"). In (B)(6) 2013, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition - others"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and abdominal distension ("swollen stomach"). In 2014, the patient experienced foggy feeling in head ("brain fog/ cognitive issues"), disturbance in attention ("inability to focus/ cognitive issues") and memory impairment ("memory lapses/ cognitive issues"). In 2015, the patient experienced acne cystic ("cystic acne/ cystic acne on my face") and was found to have weight decreased ("weight loss"). In 2016, the patient experienced migraine ("migraines/ migraines/headaches with dizzy spells"), headache ("headaches"), dizziness ("dizzy spells"), nausea ("nausea") and feeling abnormal ("pregnancy symptoms"). In (B)(6) 2016, the patient experienced dyspnoea exertional ("dyspnea on exertion"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), tachycardia paroxysmal ("poroxysmal/ blood or heart disorder/condition - type: poroxysmal"), chest pain ("precardial pain"), atrial fibrillation ("atrial fibrillation"), food intolerance ("food intolerance"), gluten sensitivity ("gluten sensitivity/gluten allergy "), rash ("rash that comes and goes on my chest and belly/ body rashes"), autoimmune disorder ("auto-immune disorder because of the coils"), dyspepsia ("digestion problem"), ingrown hair ("hair on chin") and arthralgia ("hip & joint pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, fatigue and foggy feeling in head had resolved, the back pain, allergy to metals, atrial fibrillation, dysmenorrhoea, migraine, headache, dizziness, nausea, disturbance in attention, memory impairment, weight decreased, hormone level abnormal, feeling abnormal, autoimmune disorder, dyspepsia and arthralgia outcome was unknown, the tachycardia paroxysmal, chest pain, dyspnoea exertional, food intolerance, gluten sensitivity and gastrointestinal disorder had not resolved and the alopecia, rash and acne cystic was resolving. The reporter considered abdominal distension, acne cystic, allergy to metals, alopecia, arthralgia, atrial fibrillation, autoimmune disorder, back pain, chest pain, disturbance in attention, dizziness, dysmenorrhoea, dyspepsia, dyspnoea exertional, fatigue, foggy feeling in head, food intolerance, gastrointestinal disorder, gluten sensitivity, headache, hormone level abnormal, ingrown hair, memory impairment, migraine, nausea, pelvic pain, rash, tachycardia paroxysmal, weight decreased and feeling abnormal to be related to essure. The reporter commented: discrepancy noted in removal date- (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Allergy test - on an unknown date: allergy test came positive for nickel allergy. Hysterosalpingogram - on (B)(6) 2013: results: fallopian tubes were occluded. Concerning the injuries reported in this case, the following were reported via social media: autoimmune disease lot number: a22177, manufacturing date: 2012-06, expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain"), tachycardia paroxysmal ("poroxysmal") and atrial fibrillation ("atrial fibrillation") in an adult female patient who had essure (batch no. A22177) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included contraceptives nos. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"), fatigue ("fatigue, feeling of severe exhaustion") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition - others"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and abdominal distension ("swollen stomach"). In 2014, the patient experienced the first episode of feeling abnormal ("brain fog"), disturbance in attention ("inability to focus") and memory impairment ("memory lapses"). In 2015, the patient experienced acne cystic ("cystic acne") and weight decreased ("weight loss"). In 2016, the patient experienced migraine ("migraines"), headache ("headaches"), dizziness ("dizzy spells"), nausea ("nausea") and the second episode of feeling abnormal ("pregnancy symptoms"). In (B)(6) 2016, the patient experienced dyspnoea exertional ("dyspnea on exertion"). On an unknown date, the patient experienced tachycardia paroxysmal (seriousness criterion medically significant), chest pain ("precardial pain"), atrial fibrillation (seriousness criterion medically significant), food intolerance ("food intolerance"), gluten sensitivity ("gluten sensitivity"), rash ("rash that comes and goes on my chest and belly") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension and fatigue had resolved, the allergy to metals, atrial fibrillation, dysmenorrhoea, migraine, headache, dizziness, nausea, disturbance in attention, memory impairment, weight decreased, hormone level abnormal and the last episode of feeling abnormal outcome was unknown, the tachycardia paroxysmal, chest pain, dyspnoea exertional, food intolerance, gluten sensitivity and gastrointestinal disorder had not resolved and the alopecia, rash and acne cystic was resolving. The reporter considered abdominal distension, acne cystic, allergy to metals, alopecia, atrial fibrillation, chest pain, disturbance in attention, dizziness, dysmenorrhoea, dyspnoea exertional, fatigue, food intolerance, gastrointestinal disorder, gluten sensitivity, headache, hormone level abnormal, memory impairment, migraine, nausea, pelvic pain, rash, tachycardia paroxysmal, weight decreased, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain') in an adult female patient who had essure (batch no. A22177) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included contraceptives. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy/ allergic or hypersensitivity reactions - nickel allergy"), fatigue ("fatigue, feeling of severe exhaustion") and alopecia ("hair loss/ extreme hair loss"). In (B)(6) 2013, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition - others"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and abdominal distension ("swollen stomach"). In 2014, the patient experienced foggy feeling in head ("brain fog/ cognitive issues"), disturbance in attention ("inability to focus/ cognitive issues") and memory impairment ("memory lapses/ cognitive issues"). In 2015, the patient experienced acne cystic ("cystic acne/ cystic acne on my face") and was found to have weight decreased ("weight loss"). In 2016, the patient experienced migraine ("migraines/ migraines/headaches with dizzy spells"), headache ("headaches"), dizziness ("dizzy spells"), nausea ("nausea") and feeling abnormal ("pregnancy symptoms"). In (B)(6) 2016, the patient experienced dyspnoea exertional ("dyspnea on exertion"). On an unknown date, the patient experienced tachycardia paroxysmal ("poroxysmal/ blood or heart disorder/condition - type: poroxysmal"), chest pain ("precardial pain"), atrial fibrillation ("atrial fibrillation"), food intolerance ("food intolerance"), gluten sensitivity ("gluten sensitivity"), rash ("rash that comes and goes on my chest and belly/ body rashes") and autoimmune disorder ("auto-immune disorder because of the coils") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, fatigue and foggy feeling in head had resolved, the allergy to metals, atrial fibrillation, dysmenorrhoea, migraine, headache, dizziness, nausea, disturbance in attention, memory impairment, weight decreased, hormone level abnormal, feeling abnormal and autoimmune disorder outcome was unknown, the tachycardia paroxysmal, chest pain, dyspnoea exertional, food intolerance, gluten sensitivity and gastrointestinal disorder had not resolved and the alopecia, rash and acne cystic was resolving. The reporter considered abdominal distension, acne cystic, allergy to metals, alopecia, atrial fibrillation, autoimmune disorder, chest pain, disturbance in attention, dizziness, dysmenorrhoea, dyspnoea exertional, fatigue, foggy feeling in head, food intolerance, gastrointestinal disorder, gluten sensitivity, headache, hormone level abnormal, memory impairment, migraine, nausea, pelvic pain, rash, tachycardia paroxysmal, weight decreased and feeling abnormal to be related to essure. The reporter commented: discrepancy noted in removal date- (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: fallopian tubes were occluded. Concerning the injuries reported in this case, the following were reported via social media: autoimmune disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: content from social media received. New event 'auto-immune disorder because of the coils' was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.